Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a rotator cuff repair procedure using the werewolf coblation wand, the yellow ablate button was pressed and even when the hand was released from the wand, it continued ablating. Then the blue coag button was pressed and an error message was displayed on the screen stating "multiple buttons have been pressed simultaneously". The foot pedal was not plugged at that point. The procedure was completed with a non-significant delay using a smith and nephew back up device. No patient injuries or other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. A functional evaluation was performed on the returned device and found the unit presents an end of life error on plug in. Using bypass software the device produced plasma as expected. The coag button required more force than normal to activate its setting. Removing the button covers revealed the circuit board, there is heavy corrosion and dried saline from exposure. Wand data reveals the unit did have multiple button press errors, due to the saline ingress into the wand handle. Wand data attached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a failure to follow instructions. Factors that could have contributed to the failure include saline ingress at the end cable. When the device is not in use it is to be placed in a dry, highly visible area not in contact with the user or patient. Only the distal end of the wand is in contact with fluid if the device is used. No containment or corrective actions are recommended at this time.